Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested negative. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 21 cfu/20ml total of colony forming units (cfus) for an unspecified germ in the biopsy channel and 43 cfu/20ml in the air/water channel. A subsequent test was performed and tested positive for 24 cfu/20ml for an unspecified germ in the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the information in the reprocessing procedure provided by the user did not provide any information that would allow us to determine deviations from the IFU. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d.. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: biopsy channel suction channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. No bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated where foreign material was found in the air/water cylinder, tube and in the auxiliary water channel. Although we confirmed foreign material in the air/water cylinder, tube and in the auxiliary water channel from photos provided, we could not identify the foreign material. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. In addition, we could not specify root cause of the foreign material remaining in the subject device. IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.